Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. A cartridge change was performed resolving the issue. Customer's blood glucose level was 207 mg/dl.

Event description:
It was reported that the cartridge was cracked. This was noted prior to use and the cartridge was not used. The customer was able to load a new cartridge successfully. Customer's blood glucose level was 207 mg/dl at the time of the report.